Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. The patient described the area as red open sores caused by friction. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow-up attempts were unsuccessful.

Manufacturer narrative:
Not applicable